Event description:
It was initially reported by the treating physician, that high lead impedance was seen on diagnostics performed, but specifics were not provided at the time. The patient was referred for x-rays and the physician did not observe a fracture. The x-rays were not sent to the manufacturer for review. The patient's lead and pulse generator were replaced, but were not returned to the manufacturer for analysis, as they were discarded by the hospital. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.